Event description:
A pump was declared to have an altitude alarm 21 issue. The customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. The customer received tips from technical support to prevent altitude alarms and was able to resume insulin delivery without replacing the cartridge.